Event description:
Case description: this is a spontaneous report from a contactable pharmacist received via a customer service center. A (B)(6) female patient of an unspecified ethnicity started to receive (B)(6) heatwrap ((B)(6) neck, shoulder & wrist), (lot # l16816) from (B)(6) 2015 for a stiff neck. The patient's medical history included heart disease. Concomitant medications included rivaroxaban (xarelto) 15 mg, nebivolol 5 mg, valsartan hct 80/125 mg, torasemid 10 mg, estradiol (estraderm) 25, levothyroxine sodium (l-thyroxin) 25, simvastatin (simva) 20 mg, and crataegus laevigata extract (crataegutt novo) 450 mg. Past product history included (B)(6) heatwraps several times without complaints. On (B)(6) 2015, the patient experienced burn on the neck, 2 burn blisters. Upon follow up it was further reported on (B)(6) 2015 the first patch was used without complaints and skin changes, then ten hours over night without patch, (B)(6) 2015 the second patch was used and after seven hours pain in neck, burn with 2 open and weeping blisters, burn second degree, 3 cm long, 2 cm wide. Surgical treatment was not necessary and treatment included wound gel prescribed by a physician. Action taken in response to the event for (B)(6) heatwrap was permanently withdrawn on (B)(6) 2015. Clinical outcome of the events was not resolved. The causality assessment was provided as certainly related between the event and suspect product. According to the product quality complaint group: no quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): additional information received from the pharmacist included relevant medical history, concomitant medications, past product use, product data (lot#, stop date, and action taken), reaction data (added the event weeping blister, treatment, and outcome) and causality assessment. Follow-up ((B)(6) 2015): new information received from the product quality complaint group included product quality investigational results. Follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2015): this report is being submitted to amend previously reported information: simvastatin (simva) was updated to be a concomitant medication. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events burn second degree and weeping blister as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary no quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn on the neck, 2 burn blisters, burn with 2 open and weeping blisters, burn second degree, 3 cm long, 2 cm wide [burns second degree]. Weeping blisters [wound secretion]. Case description: this is a spontaneous report from a contactable pharmacist received via a customer service center. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), (lot # l16816) from (B)(6) 2015 for a stiff neck. The patient's medical history included heart disease. Concomitant medications included rivaroxaban (xarelto) 15 mg, nebivolol 5 mg, valsartan hct 80/125 mg, torasemid 10 mg, estradiol (estraderm) 25, levothyroxine sodium (l-thyroxin) 25, simvastatin (simva) 20 mg, and crataegus laevigata extract (crataegutt novo) 450 mg. Past product history included thermacare heatwraps several times without complaints. On (B)(6) 2015, the patient experienced burn on the neck, 2 burn blisters. Upon follow up it was further reported on (B)(6) 2015 the first patch was used without complaints and skin changes, then ten hours over night without patch, (B)(6) 2015 the second patch was used and after seven hours pain in neck, burn with 2 open and weeping blisters, burn second degree, 3 cm long, 2 cm wide. Surgical treatment was not necessary and treatment included wound gel prescribed by a physician. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Clinical outcome of the events was not resolved. The causality assessment was provided as certainly related between the event and suspect product. Additional information has been requested and will be provided as it becomes available. Follow-up (01oct2015): additional information received from the pharmacist included relevant medical history, concomitant medications, past product use, product data (lot#, stop date, and action taken), reaction data (added the event weeping blister, treatment, and outcome) and causality assessment. Company clinical evaluation comment based on the information provided, the events burn second degree and weeping blister as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn second degree and weeping blister as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist received via a customer service center. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), (lot # l16816) from (B)(6) 2015 for a stiff neck. The patient's medical history included heart disease. Concomitant medications included rivaroxaban (xarelto) 15 mg, nebivolol 5 mg, valsartan hct 80/125 mg, torasemid 10 mg, estradiol (estraderm) 25, levothyroxine sodium (l-thyroxin) 25, simvastatin (simva) 20 mg, and crataegus laevigata extract (crataegutt novo) 450 mg. Past product history included thermacare heatwraps several times without complaints. On (B)(6) 2015, the patient experienced burn on the neck, 2 burn blisters. Upon follow up it was further reported on (B)(6) 2015 the first patch was used without complaints and skin changes, then ten hours over night without patch, (B)(6) 2015 the second patch was used and after seven hours pain in neck, burn with 2 open and weeping blisters, burn second degree, 3 cm long, 2 cm wide. Surgical treatment was not necessary and treatment included wound gel prescribed by a physician. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Clinical outcome of the events was not resolved. The causality assessment was provided as certainly related between the event and suspect product. According to the product quality complaint group: no quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01oct2015): additional information received from the pharmacist included relevant medical history, concomitant medications, past product use, product data (lot#, stop date, and action taken), reaction data (added the event weeping blister, treatment, and outcome) and causality assessment. Follow-up (06nov2015): new information received from the product quality complaint group included product quality investigational results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events burn second degree and weeping blister as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn second degree and weeping blister as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: no quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn on the neck, 2 burn blisters [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist received via a customer service center. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2015 once daily for a stiff neck. The patient's medical history and concomitant medications were not reported. On (B)(6) 2015, the patient experienced burn on the neck, 2 burn blisters. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn second degree as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn second degree as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability.